Manufacturer narrative:
H10 - the complaint of particulates on the 146870489 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review for lot 4737094 was reviewed and no non conformities were found that would have led to the reported complaints.

Event description:
Additional information was received stating the nurse noticed it while priming the tubing, before getting to the patient.

Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event involved a plumset where an insect was found to be inside the drip chamber. It was reported the product was stored in the facility in a clean supply closet at room temperature. There was no patient involvement and no adverse event.

Manufacturer narrative:
H10 - seventeen new list# 146870489, primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. Lot# 4737094 and one used list# 146870489, primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. Lot# 4737094 were returned for evaluation. The complaint of black spots on the drip chamber of the 146870489 primary plum set could be confirmed. There was a brownish particulate observed on the drip chamber. The drip chamber was cut open and the particles were confirmed to be embedded in the drip chamber wall, not in the fluid path. The material was not an insect. The larger particle was found to be larger than or equal to 0.80 mm^2 when compared to the size estimation chart. The combined area of these particles far exceeds the allowable surface area of embedded or attached foreign material per product specifications. The returned seventeen new 146870479 primary plum sets had no visual anomalies or damages. Each new primary plum set met product specification. The most probable cause is burnt material embedded in the wall of the drip chamber during the molding process. While the device fails visual inspection, the embedded material is not in the fluid path, and does not affect the functionality of the device. Additional information can be found in section d10 and h6.